Event description:
It was reported that a patient's generator was seen at 8-15% battery life after being previously seen at 25-50% battery. The patient was scheduled for emergency battery replacement. It was reported the patient's settings were adjusted in preparation for the replacement and that the patient experienced increased seizures. At their replacement, the patient's battery was observed at 25-50% battery life. The patient's generator was replaced. The suspect product has not been received by the manufacturer to date. No other relevant information is available to date.